Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device failed to charge and displayed; "system fault 36", "system fault 37", "defib disabled" "defib fault 196" and a "paddle fault" message. Complainant indicated that there was no pt involvement in the reported malfunction.